Manufacturer narrative:
Add'l info: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness was found to be out of print specification. The above findings are consistent with manufacturing error.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with l4/5 stenosis underwent lumbar fusion extension procedure. Intra-op, tip of driver broke during screw removal. No fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.